Manufacturer narrative:
H6; code 400: damaged firing mechanism-firing trigger stripped. Facility experienced an event with the endopath ets flex while performing a misc; cystectomy with condiut. The product complaint analysis team has completed its investigation of the device which was returned to co with product inquiry # 972102. The results of the investigation conducted by appropriate engineers and technicians are listed below: visual inspections & results: batch number j00n8e; cartridge pan in place/condition good; condition of drivers, good; lockout tabs on pan condition, good; position/condition of wedge sleds, 3/4 fired. Functional tests & results: condition of clamp first lockout, good; condition of clamping mechanism, good; condtion of firing mechanism, broken; condition of knife, good; condition of wedge bands, good; is hyer lockout condition present, no. Analysis conclusion: based upon the info received and the visual examination, it was concluded that the instrument was returned non-functional. The instrument was disassembled and found to have a damaged firing mechanism. No conclusion could be reached as to how this damage occurred. Some conditions which might result in damage to the firing mechanism are: interrupted firing cycle, tissue thicker than indicated, attempting to fire through a spent cartridge, firing prior to complete clamping of the jaws and failure to properly follow reloading instructions. Co strives to understand each incident as it occurs in order to continuously improve the products.

Event description:
The instrument was used during a cystectomy with ileal conduit. It was reported the atw35 was fired on a large pedicle. The instrument fired but staples did not fire well and were malformed. The tissue was partially cut. It was removed without difficulty. This occurred on the first firing. A new instrument was opened to complete the case. There was no consequence to the pt.